Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room with complaints of shock received. Upon interrogation, it was observed there were no shocks received for that day but there was an older episode of inappropriate shock due to electromagnetic interference from the implantable cardioverter defibrillator. No programming changed were completed to address this issue. There were no patient consequences.